Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a white screen with sound, error code: 41100. There was unknown patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9: date received by mfg; 1/27/2025. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Testing was performed during investigation. The customer reported complaint could not be replicated or confirmed. Calibration and preventative maintenance performed.